Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009: the patient was pre-operatively diagnosed with: lumbar herniated nucleus pulposus of right l5-s1 foraminal. Lumbar radiculopathy. Lumbar spondylolisthesis. 4) obesity and patient underwent following procedures: transforaminal lumbar interbody fusion, l5-s1. Far lateral decompression for herniated disc, l5-s1. Interbody device, l5-s1. Posterior lumbar fusion, l5-s1. Posterior instrumentation of bilateral pedicle screws, l5-s1 local allograft. Allograft (bone morphogenic protein/bone graft/croutons). Intraoperative neuromonitoring. As per op notes ¿trail sizing was accomplished, and appropriate size interbody was packed with bone morphogenic protein, disc space packed with allograft and then interbody placed¿. No patient complications were reported.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l5-s1, as well as a posterior lumbar interbody fusion at l5-s1 using rhbmp-2/acs mixed with allograft, mastergraft, and croutons. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recoveredfrom her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.